Event description:
Guidant (now boston scientific crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing atrial paced beats on the right ventricular (rv) channel resulting in inhibition of pacing in a pacemaker dependent patient. It as further reported that the rv lead had dislodged and was pulled back to the tricuspid valve. An invasive procedure was performed where the rv lead was repositioned. It was further reported that the left ventricular (lv) lead was repositioned during this same procedure in an effort to improve thresholds. The patient will continue to be monitored. The device was later explanted and returned for analysis.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing atrial paced beats on the right ventricular (rv) channel resulting in inhibition of pacing in a pacemaker dependent patient. It as further reported that the rv lead had dislodged and was pulled back to the tricuspid valve.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.